Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red mark under the te pad. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful after the patient discharged to home.